Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during introduction prior to percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained at the right femoral artery with anterograde approach. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left iliac vessel. After pre-dilatation using an unspecified balloon catheter, a 8.0 x 20 x 75cm express vascular ld stent delivery system was advanced but was unable to cross the lesion. While doing several attempts, the stent of the device lifted. Physician stopped using it to prevent the stent from detaching. Additional predilatation was performed and the procedure was completed using a 8mm x 20mm x 135 cm express ld vascular. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.